Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. Upon receipt of the returned device on (B)(4) 2013, the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if additional info becomes available.

Event description:
It was reported this event occurred in the eicu. The insertion site is unknown. When the guide wire was placed into the ars, the guide wire kinked. As a result, a new kit was opened and used successfully. There was no reported delay. There was no reported pt complications, injuries, or death.